Event description:
It was reported that the insulin gauge was intermittently inaccurate and static. Troubleshooting was performed and the issue was verified; however, customer declined to reload the cartridge to address the event and continued to use the existing cartridge for insulin therapy. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.